Event description:
The account alleged that the casters will go into brake, but will still swivel.

Manufacturer narrative:
The account stated that casters could not be adjusted any further, so the account replaced the worn casters to repair the stretcher.